Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that the patient was revised to remove the articular surface prosthesis. Patient alleges that the device was inadequate, too short, and was pinching some nerves. A larger articular surface was implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen all poly patella catalog # 00597206538 lot # 64209115. Nexgen femoral component catalog # 00596401752 lot # 64128357. Nexgen stemmed tibial component catalog # 00598005701 lot # 64239703. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01625, 3007963827-2020-00130, 0001822565-2020-01627.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient alleges to have pain, grinding, and popping sensation in the knee, 3 months post-operation. Further, the patient has difficulty extending the knee as it is very painful and unable to bear weight on the right knee. No revision procedure has been reported to date. Finally, the patient alleges that an unknown rod is becoming dislodged in the knee; however, the surgeon stated the x-rays show the implant is intact. Attempt for further information has been made, but no further information has been provided.